Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 525 mg/dl. The customer had not reported the symptoms and treated with manual injection. Customer's blood glucose value was over 400 mg/dl. Customer declined to troubleshoot for high readings. Customer states having problems with no sensor signal, the transmitter flashed green when plugged in. The product will not be returned for analysis.